Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair cannot be verified. A non-medtronic service provider crosschecked the battery with another working ventilator, found it faulty, installed a new battery and the ventilator worked properly.

Event description:
It was reported that during set up a ventilator battery was not charging. There was no patient involvement.